Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2018-01952 . Follow-up identified surgical intervention was undertaken on (B)(6) 2018 during which the migrated lead was explanted and replaced. Effective stimulation was restored post-operatively.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report: 3006705815-2018-01952. It was reported the patient experienced ineffective stimulation. The patient stated that x-rays indicated one of the leads had migrated. The stimulation issue was resolved via reprogramming; however, follow-up identified the patient experienced no relief from the system and declined reprogramming attempts. Surgical intervention will be undertaken to address the issue.